Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump usb port was observed to be damaged, making it difficult for pump to connect to charger. There was no reported adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.